Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00762, 0001822565-2022-00763, 0001822565-2022-00764, 0001822565-2022-00765, 0001822565-2022-00766. Concomitant medical products: item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown, item#: unknown, unknown peripheral screw; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision surgery on an unknown date due to the screws fracturing. The cause of the fractured screws was a non-traumatic event.

Event description:
It was reported that the patient was revised due to two implants that fractured. All the implants were removed. The implants were fractured due to an unknown non-traumatic event. The initial date of surgery is unknown.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00762-2. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: one screw is fractured inferiorly. Possible second screw fracture centrally within the glenoid. Screw fragment inferior to the humeral component suggesting implant disassembly. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00762-1 0001822565-2022-00763-1 0001822565-2022-00764-1 0001822565-2022-00765-1 0001822565-2022-00766-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.